Manufacturer narrative:
The total protein reagent lot number and expiration date were not provided. The customer mentioned that they noticed a poor precision check and a couple of sample probe alarms during the night. Qc was acceptable. A general reagent issue can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) visited the customer's site 3 times. During the 1st service visit on (B)(6) 2024, the fse found that one of the tubes was partially blocked and the arm was out of alignment. He unblocked the tube and re-adjusted all positions. He cleaned all cuvette wash nozzles and checked the gear pump pressure. He then performed a system check, calibration, and qc and they were acceptable. During the 2nd service visit on (B)(6) 2024, the fse replaced all 4 reagent probes, adjusted the reagent probe horizontal positions, performed the reagent probe vertical adjustment, and checked the external wash volume. He also found a leak from the solenoid valve (sv). He cleaned and tightened the tubing connector to sv and ran mechanism checks and they were acceptable. He also replaced the gear pump head choke assembly as the loop was deformed. The customer performed qc, precision studies, and patient comparison and they were all within specifications. During the 3rd service visit on (B)(6) 2024, the fse replaced the syringe seals, heat cut filter, vacuum pump diaphragms, solenoid valves, and the filter. He then checked the detergent dispensing, the tubing, the cell blank measurement, and the photometer. He performed a hardware check, calibration, and qc and they were all acceptable. The root cause was consistent with a service maintenance issue.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with total protein assay on a cobas 8000 c702 module. Sample 1 (patient 1): initial result: 0.1 g/l. Repeat result: 67 g/l. Sample 2 (patient 2): initial result: 0.6 g/l. Repeat result: 71 g/l. The customer questioned the initial results as they were considered low and repeated the samples on their other line. The results deemed to be correct are the results in the 60s.